Event description:
On may 4, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving an error 2 message. This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the patient. The error 2 message began on (B) (6) 2009 at 11am while the patient developed "high blood sugar symptoms" described as "severe headache, red face really flushed." At 12pm, the patient administered self-treatment with 10 units of bolus. On (B) (6) 2009, the patient reportedly had the same symptoms and administered the same treatment. During troubleshooting, the reported issue was not resolved with training. This complaint is being reported due to the unresolved error 2 message. However, there is no evidence that the patient suffered a serious injury due to the reported issue. The patient's reported symptoms do not suggest the patient had severe hypoglycemia or hyperglycemia. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.